Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a traumatic injury of the descending thoracic aorta due to a motor vehicle accident. Aneurysm and vessel morphology is unknown. It was reported that the patient was rushed to the hospital with claudication. The patient developed large thrombus in thoracic aorta. Emergency surgery was performed and the stent grafts were removed and dacron graft replaced them. No additional clinical sequelae were reported and the patient's condition is unknown.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent graft occlusion, conversion to surgical repair). Failure to follow instructions (abdominal stent grafts used in the thoracic aorta, safety/effectiveness not evaluated for patients less than 18yrs). (B)(4).